Manufacturer narrative:
Returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. There was no blood or contrast on the device. The balloon was tightly folded and the stent was centered between the markerbands. There were flared and bent struts in the first and second proximal rows of stent struts. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The physician advanced the 3.5x38mm ion stent delivery system (sds) onto a non-bsc guidewire and non-bsc guide catheter, the physician noted it felt rough and gritty while advancing the sds. The sds was removed and damage to the stent struts were noted to be flared on the proximal end. The procedure was completed another 3.5x38mm ion stent. No patient complications were reported and patient status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The physician advanced the 3.5x38mm ion stent delivery system (sds) onto a non-bsc guidewire and non-bsc guide catheter, the physician noted it felt rough and gritty while advancing the sds. The sds was removed and damage to the stent struts were noted to be flared on the proximal end. The procedure was completed another 3.5x38mm ion stent. No patient complications were reported and patient status is fine.